Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Interrogation of device revealed patient's pacemaker was in backup operation. Device restoration was performed successfully. There were no patient consequences and would continue to be monitored.